Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: during the beginning of the case, when the surgeon was preparing the pocket she noticed a small spark from the blade. She thinks she touched the old pacemaker. There was no damage to the leads or injury to the patient. She lowered the generator's settings until the pocket was prepared, and then increased the settings to complete the case successfully. Investigation conclusion: the reported issue was not confirmed. The device functions as expected and met the product specification requirements for both electrical continuity testing and for pull force testing. The complaint could not be recreated for the device sparking issue that was reported in the complaint description, however, activating the device outside the field of tissue can create arcing which can cause the gap between the tissue and the device in the field to create sparks. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a pacemaker exchange, the surgeon reported a small spark from the plasmablade device tip after touching the pacemaker that was being replaced. There was no damage to the pacemaker and no adverse effects to the patient.